Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining false low sodium (na) results generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The ER physician questioned the low na results. The samples were repeated on an alternate instrument, which produced higher results, showing about a 4% bias and amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
At the time of the event, na qc results were within the lab's established ranges. A field service engineer (fse) was dispatched and found that the ise reference reagent had been loaded incorrectly. The reagent was loaded correctly which resolved the problem. As of (B)(4) 2010, there were no further calls to the bci hotline for ise problems.